Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One pressurewire certus was returned for analysis. The results of the investigation confirmed that pressurewire certus, batch number 6749049 expired on (B)(6) 2020, which was prior to the reported event date of (B)(6) 2020. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error.

Manufacturer narrative:
One pressurewire certus was returned for analysis.  Functional testing of the device and electrical testing of the guidewire could not be performed due to corrosion at the sensor chip area consistent with sensor chip damage, which precludes further testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported signal loss was unable to be conclusively determined.

Event description:
During the procedure, a measurement was unable to be taken due to signal loss. The device was exchanged and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, an expired device was used inside the patient. The device was exchanged and the procedure was completed successfully with no adverse patient consequences.